Event description:
Treatment of a right internal carotid artery (ica) aneurysm clotted in the center ocular symptoms. During the pipeline deployment, it was reported that a stenosis distal of the aneurysm neck made the pipeline difficult to deploy. The physician stated that they could not see anything before and during the procedure, but the pipeline was not fully open in the middle. They tried to remove the entire system, but it was impossible to push the deliver wire forward. At the end of the procedure, the contrast stayed in the aneurysm sac and everything was fine. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).